Event description:
It was reported that the patients pocket incision had reopened. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).